Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a fresenius cycler and the adverse event of the patient¿s hydrocele, characterized by abdominal discomfort. It is well established for those patients undergoing pd therapy are at high risk for mechanical complication due to leakages of any etiology. The cause of this patient¿s hydrocele cannot be determined; however, it was confirmed the patient¿s hydrocele was not due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Though the source of the patient¿s hydrocele is unknown, it is well known the cause of internal pd fluid leaks are multifactorial and involve patients¿ physiological responses and/or unrelated comorbidities. Therefore, the liberty cycler can be excluded as a source of this patient¿s adverse event. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. The investigation determined that there was no causal relationship between the objective evidence and the alleged event; therefore the alleged event is unconfirmed.

Event description:
It was reported to fresenius via a customer experience survey response that this patient discontinued continuous cyclic peritoneal dialysis (cc(pd)) utilizing a fresenius cycler after experiencing a hydrocele that leaked pd fluid into their scrotum. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient experienced a hydrocele in early 2021 (exact date unknown) due to comorbidities that were unrelated to pd therapy or the use of any fresenius product(s) or device(s). It was unknown if the patient required medical intervention for the hydrocele as they transitioned to home hemodialysis (hhd) before undergoing any corrective procedures. It was unknown if pd therapy exacerbated the patient¿s hydrocele but stated the hydrocele caused abdominal discomfort and unspecified complications with pd therapy. It was unknown what specific complications were experienced by the patient. The patient has continued renal replacement therapy on hhd since the middle of 2021. No further information was provided by the pdrn.

Manufacturer narrative:
Correction: h2 (type of followup: correction).

Event description:
It was reported to fresenius via a customer experience survey response that this patient discontinued continuous cyclic peritoneal dialysis (cc(pd)) utilizing a fresenius cycler after experiencing a hydrocele that leaked pd fluid into their scrotum. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient experienced a hydrocele in early 2021 (exact date unknown) due to comorbidities that were unrelated to pd therapy or the use of any fresenius product(s) or device(s). It was unknown if the patient required medical intervention for the hydrocele as they transitioned to home hemodialysis (hhd) before undergoing any corrective procedures. It was unknown if pd therapy exacerbated the patient¿s hydrocele but stated the hydrocele caused abdominal discomfort and unspecified complications with pd therapy. It was unknown what specific complications were experienced by the patient. The patient has continued renal replacement therapy on hhd since the middle of 2021. No further information was provided by the pdrn.

Event description:
It was reported to fresenius via a customer experience survey response that this patient discontinued continuous cyclic peritoneal dialysis (cc(pd)) utilizing a fresenius cycler after experiencing a hydrocele that leaked pd fluid into their scrotum. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient experienced a hydrocele in early 2021 (exact date unknown) due to comorbidities that were unrelated to pd therapy or the use of any fresenius product(s) or device(s). It was unknown if the patient required medical intervention for the hydrocele as they transitioned to home hemodialysis (hhd) before undergoing any corrective procedures. It was unknown if pd therapy exacerbated the patient¿s hydrocele but stated the hydrocele caused abdominal discomfort and unspecified complications with pd therapy. It was unknown what specific complications were experienced by the patient. The patient has continued renal replacement therapy on hhd since the middle of 2021. No further information was provided by the pdrn.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a fresenius cycler and the adverse event of the patient¿s hydrocele, characterized by abdominal discomfort. It is well established for those patients undergoing pd therapy are at high risk for mechanical complication due to leakages of any etiology. The cause of this patient¿s hydrocele cannot be determined; however, it was confirmed the patient¿s hydrocele was not due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Though the source of the patient¿s hydrocele is unknown, it is well known the cause of internal pd fluid leaks are multifactorial and involve patients¿ physiological responses and/or unrelated comorbidities. Therefore, the liberty cycler can be excluded as a source of this patient¿s adverse event. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. The investigation determined that there was no causal relationship between the objective evidence and the alleged event; therefore the alleged event is unconfirmed.

Event description:
It was reported to fresenius via a customer experience survey response that this patient discontinued continuous cyclic peritoneal dialysis (cc(pd)) utilizing a fresenius cycler after experiencing a hydrocele that leaked pd fluid into their scrotum. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient experienced a hydrocele in early 2021 (exact date unknown) due to comorbidities that were unrelated to pd therapy or the use of any fresenius product(s) or device(s). It was unknown if the patient required medical intervention for the hydrocele as they transitioned to home hemodialysis (hhd) before undergoing any corrective procedures. It was unknown if pd therapy exacerbated the patient¿s hydrocele but stated the hydrocele caused abdominal discomfort and unspecified complications with pd therapy. It was unknown what specific complications were experienced by the patient. The patient has continued renal replacement therapy on hhd since the middle of 2021. No further information was provided by the pdrn.

Manufacturer narrative:
Correction: h1 (type of reportable event).